Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 318 mg/dl. It was found the customer had gone to the hospital. Troubleshooting found insulin was not able to exit the tubing with a push plunger. It was also found insulin was able to exit with push plunger after the customer changed their reservoir. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-55849.